Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 250mg/dl. The customer's levels had been over 400mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The device failed high pressure testing. The customer was advised the pump would be replaced and returned for analysis.